Manufacturer narrative:
H6: updated. H3: one device was received. A visual inspection found a delaminated downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. During the functional testing, the customer reported problem was verified. The cause of the issue was air in line. The air detector was replaced to correct the issue. The device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an issue with the air detector. There was no patient involvement, no patient injury was reported.